Event description:
Lead was also replaced at time of generator replacement for end of service. Analysis of returned lead revealed a lead break. Further investigation revealed that high lead impedance reading was obtained on event date indicating possible lead break.